Event description:
It was reported by the rep that when the device was used during a laparoscopic adrenalectomy procedure, staple line bleeding resulted. The surgeon converted to an open procedure to control the bleeding and complete the case.